Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reports the system displayed a charger error. There is no report of pt injury or death.